Event description:
It was reported that the asymptomatic patient presented in clinic for follow up with high pacing impedance exhibited by the atrial lead. No programming changes were made. The patient was in stable condition.